Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that under sensing on the discrimination channel on this device. The physician elected to reprogram the -detection rate-. The patient was asymptomatic.